Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was attempted but not used during implant. It was noted that the physician inserted a lead pin into the device header, and realized the lead needed more slack. The physician then removed the pin, gave the lead more slack and upon attempt to reinsert the pin, noticed that the set screw was sideways in the header. The physician believed the screw broke. The device was explanted and replaced. No patient complications have been reported as a result of this event.